Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung nodules. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged lung nodules related to a CPAP device's sound abatement foam. Section b5 has been corrected and should be reported as: the manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused nasal/throat irritation or soreness, lung nodules on bottom of right lung, difficulty breathing, asthma and throat feels like continuous phlegm. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found there was no unusual wear or tear and very small amounts of unidentified "contamination" in the recess and joints of the enclosure. Powered on the device using a known good power supply and power chord which showed the base unit provided airflow. The manufacturer visually inspected the device internally and found there were some slight dirt and dust around the blower box. A screw and two black pieces of plastic appeared to have broken off of the blower and were found loose in the blower box. The blower seal showed fine dark contamination that appears consistent with the keratin contamination observed in ER (B)(4). The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no errors. Unit has logged 12,023 machine hours, and 12,023 blower hours. Log is attached. The manufacturer applied power to the dreamstation. Verified device powers on, provides airflow. Risk tags (ER (B)(4) v20) associated with this module of failure include: irrit01, irrit02, infect01, degrad04, choke02. The result of this investigation do not impact the calculated risks. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed in the base unit.